Event description:
It was reported that the customer's pump screen was dark and unresponsive. There was no reported impact to the customer¿s blood glucose level. Technical support advised the customer to ensure the pump was not plugged into a power source and to press the center button firmly, but the issue persisted, and the customer was unable to complete troubleshooting at the time.